Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient presented with signs and symptoms of hemolysis and elevated pump powers and estimated pump flows. The patient was admitted for further evaluation. At the time of the event, the patient was being medically managed with warfarin and aspirin. During the admission, unspecified changes were made to the patient's medications. No further information was provided.

Manufacturer narrative:
The report of elevations in pump power and estimated flow values was confirmed based on the information contained in the submitted system controller log files. The information captured in the log file appeared to show an upward trend in the pump power and estimated flow values coupled with a downward trend in the average pulsatility index (pi) over time. Based on the manufacturer's previous complaint experience, an upward trend in pump power and estimated flow values coupled with a downward trend in the average pi over time could be indicative of potential device thrombosis. Despite the changes in pump parameters, the pump speed remained above the low speed limit throughout the log files and no atypical alarms were captured. A specific cause for the changes in the pump parameters could not be conclusively be determined without a full evaluation of the device. The report of suspected pump thrombosis could not be confirmed and a correlation between the device and the reported hemolysis could not be determined without the device for evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that pump thrombus was suspected at the time of the event and the patient was bridged with heparin while being examined. It was reported that the patient had a therapeutic inr of 2.7, plasma free hemoglobin level of 16 g/dl, and lactate dehydrogenase level of 269 u/l. Submitted system controller log files were reviewed by a representative of the manufacturer¿s technical services team. The log file information showed an increase in pump power and decrease in the average pulsatility index over time, which is an indicator of potential pump thrombosis. It was reported that an echocardiogram was performed; however, the results were not provided. The patient was reportedly uninterested in a pump exchange and was discharged to home. The patient reportedly continued to have high pump power and estimated flow values but was doing okay at home. The patient continues to be closely monitored as an outpatient. No further intervention was planned at this time.